Event description:
It was reported that balloon rupture occurred. The target lesion was located in the radial artery. A 8.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. The balloon was inflated once at a nominal pressure. However, on the second inflation the balloon rupture at a nominal pressure and the device was removed without any problem. The procedure was completed with another of the same device. There were no patient injury reported and the patient is in good condition.